Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. Affected channels were seen in (B)(6) 2019. The user was re-implanted on the (B)(6) 2020.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device was affected. Affected channels were seen in (B)(6) 2019. The user was re-implanted on the (B)(6) 2020.